Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.6 cm diameter abdominal aortic aneurysm. It was noted that the diameter of non-aneurysmal neck of right iliac artery was 18 -23mm and there was mild tortuosity. It was reported that a CT scan found that there was stent graft stenosis in the right iliac limb. It was also noted that the patient had minimum endoprosthetic thrombosis in the right iliac. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).